Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of an user error was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting of a check lines & bags alarm that appeared on the homechoice (hc) display during priming, the home patient (hp) revealed that he had already changed the cassette, but did not change the bags. The technical service representative (tsr) explained to the hp that once a setup is complete, the hp should not change just the cassette and that the bags should have been changed as well. The tsr further advised the hp to setup with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp's caregiver (cg) on (B)(6) 2011 regarding the use error, it was revealed that the issue was resolved by starting over using all new supplies. The cg confirmed that they are aware of proper procedures, and have not had any problems with therapy. Per cg, the hp did not have any injury or harm as a result of this incident. The hp is doing fine and continuing therapy without issues. No patient injury or medical intervention was indicated. No further information was provided.